Event description:
An impella cp device was inserted into the left femoral artery in a 84-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left anterior descending (lad) artery. After transfer to the intensive care unit (ICU), the patient developed a large hematoma around the left groin impella site. Manual pressure was held for two hours. Cangrelor and heparin drips were stopped. A complete blood count (cbc) was sent and intravenous (IV) fluids were administered. After three hours on support, the patient expired. During support, the impella functioned at p-9 at 3.2 l/min as intended. Bleeding (hematoma) can be attributed to the anticoagulants/antiplatelets required for the procedure. The impella is being conservatively reported for death; however, unlikely contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock and on vasopressor support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.